Manufacturer narrative:
Device labeling addresses the reported event as follows: precautions: the physiological response of the patient to the presence of orbera® may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement. Clinical data does not exist to support use of an individual orbera® beyond 6 months. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications of the use of orbera® include: spontaneous over inflation. Warnings: spontaneous over inflation of an indwelling balloon has been reported in patients with orbera®. Symptoms of balloon over-inflation include intense abdominal pain, swelling of the abdomen (abdominal distension) with or without discomfort, difficulty breathing, and/or vomiting. Patients experiencing any of these symptoms should be counseled to seek immediate care. Device evaluation summary: the device was returned to the apollo device analysis laboratory on 10/oct/2017. A visual examination was performed on the received balloon. The balloon shell was noted to be discolored, and was brown in appearance. Red particulate matter was observed on the outer surface of the device valve. A trace amount of fluid was noted on the inner surface of the balloon shell. As the device was not received with a fill tube, a sample fill tube was used for device testing. A valve test was performed and the flow of di water was continuous and unobstructed. An air leak test was performed, and the balloon was leaking from two separate openings on the radius of the shell. Under microscopic analysis, the two openings on the radius of the shell were noted to be striated, and consistent with damage from a device removal tool. No particles or foreign material was observed in the valve channel.

Event description:
Reported as: a patient with the orbera intragastric balloon had the orbera gastric balloon removed. At the time of removal, the gastric balloon appeared to be more inflated than when it was originally placed.